Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that the sensor had been in place for about 2 days and she noticed the transmitter looked like it was not completely snapped in place, so her husband removed it to reseat it, while leaving the sensor patch in place. They then noticed that the sensor wire was detached. She could feel the wire under her skin. On (B)(6) 2019 the site was irritated and uncomfortable which she stated may have been because she had been poking at the site repeatedly to see if she could get the wire to pop out. She was unsuccessful so went to the emergency room (ER) on (B)(6) 2019. The ER physician stated she was not concerned about leaving the wire in place and referred the patient to follow up with her own physician. She scheduled an appointment with her physician for noon on (B)(6) 2019. At the time of contact, the patient was feeling okay and was inclined to leave the wire in place pending her consultation with the medical doctor on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The sensor wire was missing. The allegation was not confirmed. The probable cause could not be determined.